Manufacturer narrative:
Reported event: end effector piece broke. Device evaluation and results: visual inspection: visual inspection confirms a sheared off 202866 hip release knob. Also observed were cracks along the 206966 reamer barrel. Reference attached images. Dimensional inspection: dimensional inspection was not completed as the visual inspection clearly shows the failure of the device. Functional inspection: functional inspection was not completed as the visual inspection clearly shows the failure of the device. Device history review: review of the device history records indicate (B)(4) devices were manufactured and inspected on 04-05-2016. Twenty seven were accepted with no reported discrepancies, this includes the returned device. One was dispositioned according to (B)(4). Additionally, the inspection record confirms that the certificate of conformance for assembly was present and accurate for all top and subassembly components. Complaint history review: based on the device identification, the (B)(6) complaint databases were reviewed from 2011 to present for similar reported events regarding the variable hip end effector, failed locking mechanism. There have been no other events for the referenced serial number. There has been 5 events referenced for the lot number. Prs # (B)(4) - were found to be from the same lot as the part in this complaint. The parts from prs # (B)(4) the same failure. Conclusions: alleged failure confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon was performing total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio), when the end effector piece broke.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio), when the end effector piece broke.